Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event of unknown cause and self-treatment was not possible, after which the event was treated with rapid-acting carbohydrates; no device-specific component or malfunction details were identified. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication attempts with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no available findings, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.